Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device during removal. Manual compression was applied for 20 minutes and the patient recovered. There was no reported patient injury. The device had been prepared and used in accordance with the instructions for use, and it was utilized during a transfemoral cerebral angiography procedure with a retrograde approach. The femoral artery¿s suitability was confirmed by angiography, including verification of sheath insertion angle, vessel diameter greater than 5 mm, absence of visible calcium or plaque, absence of stent near the puncture site, no stenosis greater than 50%, and no prior closure within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use, the device showed no visible damage prior to use, and the physician was certified and experienced with the device. A 5f introducer from a non-cordis manufacturer was used. The device was stored according to the instructions for use (IFU), and the sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy, but it did appear to stick to the device. The storage temperature did not exceed 25°c. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device will be returned for evaluation. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeve conditions, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was observed not retracted and fully deflated as received, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the device was received fully deployed; however, since button 2 was received partially depressed, an attempt to fully depress the button was performed successfully, and the balloon was able to be retracted without any issues. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 partially depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis and the balloon was received fully deflated. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device during removal. Manual compression was applied for 20 minutes and the patient recovered. There was no reported patient injury. The device had been prepared and used in accordance with the instructions for use, and it was utilized during a transfemoral cerebral angiography procedure with a retrograde approach. The femoral artery¿s suitability was confirmed by angiography, including verification of sheath insertion angle, vessel diameter greater than 5 mm, absence of visible calcium or plaque, absence of stent near the puncture site, no stenosis greater than 50%, and no prior closure within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use, the device showed no visible damage prior to use, and the physician was certified and experienced with the device. A 5f introducer from a non-cordis manufacturer was used. The device was stored according to the instructions for use (IFU), and the sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy, but it did appear to stick to the device. The storage temperature did not exceed 25°c. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.